Event description:
It was reported that bd saf-t e-z set¿ bl standard 25ga.75in ndl had a damaged or crooked adapter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample unit belonging to lot number 8036737 was received for evaluation by our quality engineer team. Through visual inspection of the sample, the needle was observed bent with the safety guard prematurely activated. The packaging also had a small of variance in the film's adhesiveness to the paper. A device history record review did not reveal any quality issues during the production process that could have contributed to the observed/reported defects. It has been determined that the previous storage methods resulted in the product damage. The product was previously stacked in layers which caused the product to become bent and defective. It has been determined that excessive adhesive resulted in the defective package of this product. To prevent these defects from reoccurring, the product is now stored within boxes to avoid damage during stacking and storage. Complaints received for this device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t e-z set¿ bl standard 25ga.75in ndl had a damaged or crooked adapter. No serious injury or medical intervention was reported.